Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd venflon¿ pro safety shielded IV catheter cap 30-60 minutes after putting the cap on. The following information was provided by the initial reporter: "they have a couple of complaints from different department regarding this specific lot. There is leakage from the white cap which occur after 30 - 60 minutes after they have put the white cap on. The nurses can see it is leaking with fluid."

Event description:
It was reported that fluid leaked from the bd venflon¿ pro safety shielded IV catheter cap 30-60 minutes after putting the cap on. The following information was provided by the initial reporter: "they have a couple of complaints from different department regarding this specific lot. There is leakage from the white cap which occur after 30 - 60 minutes after they have put the white cap on. The nurses can see it is leaking with fluid."

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA 4710247 has been initiated to address this issue.

Event description:
It was reported that fluid leaked from the bd venflon¿ pro safety shielded IV catheter cap 30-60 minutes after putting the cap on. The following information was provided by the initial reporter: "they have a couple of complaints from different department regarding this specific lot. There is leakage from the white cap which occur after 30 - 60 minutes after they have put the white cap on. The nurses can see it is leaking with fluid."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-may-2022. H6: investigation summary: one used contaminated end cap returned in the unit package of batch 1274661 was received by our quality team for evaluation. The returned used end cap belongs to cavity #49. The end cap was subjected to visual inspection. A sink mark was observed on the end cap and a through hole was observed on the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.